Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient had an infection in the pocket site and that the ins was explanted. It was noted that the patient was obese, which may have contributed to the issue. The issue was considered resolved. No further complications were reported.